Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient¿s implantable drug infusion pump. The drugs being delivered were bupivacaine (concentration of 20 mg/ml and dose of 17.118 mg/day) and baclofen (compound) (concentration of 1,000 mcg/ml and dose of 855.9 mcg/day). The reason for use was intractable spasticity and multiple sclerosis. It was reported that a motor stall was seen at initial interrogation during the patient¿s refill on (B)(6) 2016. The patient had intermittent motor stalls and motor stall recoveries since (B)(6) 2016. The last motor stall was (B)(6) 2016 and tube set on (B)(6) 2016 and there was no recovery. Patient had increased spasticity and the doctor wanted to replace the pump on that day due to concerns with withdrawal. There had been no electromagnetic interference or magnetic resonance imaging. The pump was being replaced on the day of the report ((B)(6) 2016). Additional information was received from a rep on 2016-nov-19 stating that the explant was complete and that the device was returned to the manufacturer. It was stated that before the explant, the patient had a return of symptoms and the pump was alarming but the patient thought the alarm was their motorized bed. During surgery, the doctor identified a granuloma at the end of the patient¿s catheter. Since the patient still had drug flow, and since the patient was a paraplegic, there was no reason to remove or replace the catheter. The issue was resolved at the time of the report. It was also stated that on the day of replacement, the patient was rushed from the pain center to the replacement. Refer to related (B)(4) for information regarding granuloma at the end of the catheter.

Manufacturer narrative:
During destructive analysis of the pump, corrosion and shaft-wear were found on the internal gears inside of the motor, indicative of a potential stall due to shaft-bearing. Result code and conclusion code no longer apply. (B)(4) has been added.

Event description:
Additional information was received from a manufacturer's representative on 2016-nov-21. The pump was replaced on (B)(6) 2016. It was reported that the patient experienced a gradual loss in therapy.it was stated that no patient injury occurred and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.